Event description:
It was reported that the customer's insulin pump notified her that a button had been pressed for too long. The customer then attempted to deliver a bolus but the numbers were moving on their own on the insulin pump. Afterwards the customer received a battery out limit alarm. The customer's blood glucose was 142 mg/dl. The customer stated that she had been sweating prior to the keypad issues. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Intermittent button response due to corroded keypad traces. No ramping numbers noted. Cracked case near lcd window corner, cracked lcd window, cracked reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, stained address/serial number label and stained end cap sticker.